Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with the microcatheter used in the procedure. The main coil was separated from the delivery wire, and the main coil was kinked and stretched. The proximal contact of the coil delivery wire and coil delivery wire were kinked, likely due to handling damage. Examination of the detachment zone showed evidence that the main coil had broken off the delivery wire, and was not detached electrolytically. Functional testing could not be completed due to the condition of the returned device. The microcatheter used in the procedure was returned and found to be kinked in several locations. Based on the investigation, it is believed that vessel tortuosity led to kinks in the microcatheter, which led to the kinking, stretching and jamming of the subject device in the microcatheter, resulting in the reported break. As such, the cause is believed to be operational context.

Event description:
It was reported that the coil (subject device) could not be advanced in the microcatheter, so it was retracted. After the delivery wire was removed, it was noted that the coil was not attached, though detachment had not been attempted. The microcatheter was removed and the coil came out of the microcatheter when a guidewire was pushed through the microcatheter. The patient condition resulting from this was stable.

Event description:
It was reported that the coil (subject device) could not be advanced in the microcatheter, so it was retracted. After the delivery wire was removed, it was noted that the coil was not attached, though detachment had not been attempted. The microcatheter was removed and the coil came out of the microcatheter when a guidewire was pushed through the microcatheter. The patient condition resulting from this was stable.

Manufacturer narrative:
The subject device was not returned.